Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rebz0887 showed no other similar product complaint(s) from this lot number. [Mw5077662 (B)(4).pdf].

Event description:
Facility reported that they had to replace a dl ft PICC due to the PICC fracturing at the junction between the PICC and where the wings connect to the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. The sample was received with needleless injection caps attached to both luer adapters and was attached to a statlock catheter stabilization device. Usage residues were observed throughout the sample. A longitudinally aligned split was observed just distal of the molded joint. A longitudinally aligned impression was observed circumferentially opposite the split. The sample kinked preferentially in the vicinity of the split during manual manipulation. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the red-luered lumen, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split site revealed a granular fracture surface. The split site corresponded to the joint between the inner web wall and the outer catheter wall. Abundant adhesive residue was observed just distal of the split site. The preferential kinking, adhesive residue and split characteristics suggested that catheter kinking at near the catheter tubing/molded joint junction caused/contributed to the observed damage. It appeared that catheter kinking caused stress at the web wall/external wall junction, causing a tear in the catheter material. The product IFU states ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebz0887 showed no other similar product complaint(s) from this lot number. Mw5077662.

Event description:
It was reported that the PICC fractured at the junction between the PICC and where the wings connect to the catheter. The catheter was removed and replaced.